Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that onetouch ultra2 was not powering on and reportedly received treatment at the emergency room afterwards. The medical surveillance specialist (mss) spoke with the patient's wife on june 15, 2009 to obtain/verify the following information. The patient's wife was unable to report when the power issue began but confirmed that the power issue started before the patient went to the emergency room, which was the end of the previous month. On the day of the event (around 5pm), the patient was unable to talk and was feeling dizzy. The subject meter was not used at the time. The patient's wife was unable to report details regarding the events leading to the patient's symptoms. The emergency medical services were contacted. When the ambulance arrived, the patient's blood glucose was "22 mg/dl" on the ambulance meter. The patient was then taken to the emergency room where he received treatment for hypoglycemia. He was released later the same night at 11pm. According to the troubleshooting performed by customer service, the power issue was not resolved. It was noted that the battery was replaced per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic after the power issue began. The patient received medical intervention at the emergency room.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.